Manufacturer narrative:
The driveline site infection was reported under medwatch report MFR # 2916596-2018-03768. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient presented with diarrhea, low grade fever of 99f, vomiting and nausea. Patient has an ongoing driveline site infection in addition to the current infection. Blood culture was performed which was positive for enterobacter. Current infectious species( enterobacter) is different from species of the driveline site infection which belong to the (B)(6) species. Onset of current infection is (B)(6) 2019. Current infection was not related to the pump or driveline, possibly gastrointestinal in nature. Patient was on cefeptime 2g IV. Patient is still receiving treatment for infection.

Event description:
Additional information: blood cultures (1 out of 4) was positive for enterobacter. Patient was started on cefepime 2g IV tid.

Event description:
It was reported the patient underwent surgery for treatment. The infection was considered resolved on (B)(6) 2019.